Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing was leaking onto the floor in the patient's room in the mother/baby department. Upon examination of the tubing, it appeared that the tubing had been punctured in two places. There was blood return noted inside the tubing up to the point of the puncture closest to pca pump. The tubing set was tested by their clinical engineering department and found to be leaking from tiny pin holes. They stated that upon further investigation, it appeared that someone had used a needle to puncture the tubing to draw out some of the drug. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leaking pca tubing was confirmed. Initial visual inspection revealed what appeared to be a short, superficial scratch approximately 1/4¿ long on the tubing exterior, located approximately halfway up the length of the tubing. Functional testing was performed; a slow dripping leak began to form near the scratch. Inspection under magnification confirmed 3 pin-size holes located around the scratch, similar to what would be observed after having inserted a needle directly into the tubing. The root cause of the leak was several pin-size holes in the tubing, caused by needle sticks.